Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2011 with a bifurcated and infrarenal aortic extension. Upon follow up, computed tomography revealed a possible 3b endoleak. The aaa had also increased from 5.8 by 5.5 to 7 by 7.3. Patient will return for further evaluation.

Manufacturer narrative:
A manufacturing record review was performed. The lot met all release criteria with no related ncrs. The lot usage history shows that one other unit has been involved in a similar complaint ((B)(4)) for a reported type iiib endoleak of the bifurcated device. However, it was not substantiated radiographically as images were not available for review. The overall investigation was inconclusive. It was noted that severely calcified anatomy was a likely contributing factor. The product fmeas have been reviewed and the risk has been accurately captured. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling. A design or manufacturing root cause for the reported even was inconclusive based on the available information. Factors that may have contributed to the event include: moderate calcifications at iliacs, lateral movement, and loss of overlap.